Manufacturer narrative:
On 11-jun-2021, mentor received clarification on the lot number of the suspect medical device. It was previously reported that the lot number is 5542622. The correct lot number is 5541611. The device is a mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, UDI #(B)(4), PMA #p990075. On 22-jun-2021, the mentor failure analysis lab received the device for evaluation. On 29-jun-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear was noted within the crease on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) could not be performed because the reported lot number was not recognized as belonging to any mentor product. If clarification is received on the lot number, and mre will be performed and a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on (B)(6) 2021. A lot number of 5542622 was reported for the suspect medical device. No mentor device could be found that has this lot number. If clarification is received on the reported lot number, a supplemental report will be submitted.